Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device observed no abnormality. The device was tested, and the customer¿s reported issue was confirmed. The device was connected to the customer¿s otv-s400 (serial: (B)(4). No image was displayed. When connecting to an olympus otv-s400, the image did not appear. The cause of the defective device could not be confirmed. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that an ¿image blackout¿ occurred during cases using the 4k system¿. The problem was solved by restarting and removing the 4k autoclavable camera head from the 4k ultra high-definition camera control unit. No equipment was replaced as the therapeutic endoscopy sinus surgery procedure was completed using the same equipment. No death injury or harm was reported to olympus. The devices were inspected before use, no abnormalities were observed. The 4k hd camera control unit and 4k camera head were confirmed to be defective during use of the case. After further troubleshooting, the camera head was determined to be defective. The devices will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated filed are h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we surmised that communication failure occurred and image was not displayed because a break occurred in the cable. As to the cause of the cable break, as a result of observing the cable with x-ray, it was found out that the wiring of the buckled part of the cable was disturbed. We, therefore, surmised that the cable was partially disconnected because it was pulled when handling. As to the cause of cable breaks that occurred in the two cables at the same time, we surmised that the phenomenon occurred because the cables were handled as described above. The event can be detected/prevented by following the instructions for use which state: -do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. -never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. -never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. -do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. -never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. -never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. -do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur. Olympus will continue to monitor field performance for this device.